Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate the reported event. The cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device locks up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device locks up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Correction: section h11 of initial medwatch report indicates: stryker evaluated the device and was unable to verify or duplicate the reported event. The cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section h11 of initial medwatch report should indicate: a third-party service provider evaluated the device and was unable to verify or duplicate the reported event. The cause was not established. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.